Event description:
The customer reported that the doctor was shocked. His hand received a first degree burn and something like eschar was imbedded in his ring finger. The shock significantly affected the doctor and another doctor had to complete the procedure. The doctor left for possible treatment but was later reported as fine. The electrosurgical pencil and pt return electrode (pad) are conmed products.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 14 mg/dl and 286 mg/dl within 10 minutes on the mobile system. Customer tested 278 mg/dl on his freestyle meter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.